Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape, b, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify weak signal alarm and lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that they did not received a calibration error alarm. The customer¿s blood glucose level was unknown. The customer stated that they received a new transmitter. The insulin pump unknown expected to be returned for analysis.